Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
It was reported that this pacemaker went from a battery status of 3.5 years remaining to 1 year remaining 11 months later. The automatic capture (ac) feature was noted to be programmed on and was observed to be pacing in retry. Further review of device memory noted high threshold measurements on the right ventricular (rv) lead. The ac feature was programmed off and a fixed output was programmed. The device was later explanted and replaced 4 years later for reported normal battery depletion. No adverse patient effects were reported.